Manufacturer narrative:
The ca2 reagent lot number was 702235. The expiration date was not provided. The field service engineer found a leaky cell rinse tube and exchanged it. Preventive maintenance was performed on the analyzer. The analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned the results for multiple patient samples tested for ca2 calcium gen.2 (ca2) on two cobas 6000 c (501) modules. The following are examples of discrepant results for 2 patient samples. Patient 1 initial result was 3.12 mmol/l. The repeat result was 2.36 mmol/l. Patient 2 initial result was 3.09 mmol/l. The repeat result was 2.29 mmol/l. It is not known which c501 module produced these results. The initial results were reported outside of the laboratory.